Event description:
Rptr complains of fatigue, joint pain (fingers, knees, neck), memory loss, headaches, dry mouth & eyes, sensitivity to sunlight, gatrointestinal problems, difficulty swallowing, back aches.